Event description:
It was reported that the 9800 system presented errors and no image on the c-arm during a case. The case was completed using another system. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Cleaned and regreased the anode connector, replaced the snubber board and video camera. The system was tested and found to be working as intended and placed back into service.